Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A risk manager reported a bilateral case of diffuse lamellar keratitis (dlk), greater in the right eye than in the left eye, post lasik treatment. Reporter indicated topical steroid eye drops were increased for both eyes. Collagen punctal plugs were inserted in the lower lids due to superficial punctate keratitis (spk) observed at post op exam. Upon follow up, reporter indicated the patient has improved and is off the tapered topical steroid dosage. Patient will continue to be monitored. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.